Manufacturer narrative:
The customer elected to replace the glidescope titanium video cable. The customer was provided with the option to have their device returned for evaluation and disposal; however, the device has not been returned to verathon for evaluation at this time therefore the cause could not be determined. Should the device be returned or additional information is received, a supplemental report will be submitted in accordance with 21 cfr 803.56 with the additional information. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium video cable, the cable would not produce an image. The procedure was completed with another glidescope titanium video cable, however the length of time to prepare the second video cable was not known. No harm to the patient or user was reported.